Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Customer states the tire has broke off of the chair and the right legrest is broke. Two complaints are associated with this cnf: (B)(4). MDR filed.